Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure (batch no. 629141) inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after essure, several physical complaints developed, and in the meantime she has had follow-up treatments. Because of the complaints, the patient is being impeded in her normal daily functioning and is suffering from injury. She holds the company liable for the damage caused. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2019: quality safety evaluation of ptc. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure (batch no. 629141) inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after essure, several physical complaints developed, and in the meantime she has had follow-up treatments. Because of the complaints, the patient is being impeded in her normal daily functioning and is suffering from injury. She holds the company liable for the damage caused. Most recent follow-up information incorporated above includes: on 2-dec-2019: insertion date was updated and essure lot number provided. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after essure, several physical complaints developed, and in the meantime she has had follow-up treatments. Because of the complaints, the patient is being impeded in her normal daily functioning and is suffering from injury. She holds the company liable for the damage caused. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.